Event description:
Customer was hospitalized due to low blood glucose levels. Nurse stated that customer was not coherent and was unconscious when taken to the emergency room. Troubleshooting revealed that the time and date were not correct. In addition, several boluses of 17.4 units were found in the bolus history.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.